Event description:
It was reported that the system was producing insufficient ice. The visual-ice cryoablation system was selected for a cryoablation procedure to treat a renal tumor. During testing, however, the system was producing insufficient ice. The first probe was tested, and no ice ball was formed in the saline. A second probe of the same lot number was inserted into a different channel and tested, and the same issue of no ice ball formation occurred. A third probe from a different lot was tested and the same issue of no ice ball formation occurred. The system was shut down, the argon gas tanks were disconnected and reconnected, and the seal on the tanks and the machine were checked again. The system was turned back on and the second and third probes were reconnected. When inserting the probes, there was resistance, but they were able to be inserted and tested again. However, no ice ball had formed again. The radiologist noted that the probes felt hot during the last test. The cryoablation system was not used for the procedure, and the procedure was completed using an alternative method. There were no patient complications reported. The defective needles were tested again with the same visual-ice cryoablation system a few days later, and all the devices worked as expected.